Event description:
It was reported to arrow clinical support (acs) that 5 minutes into a 7 minute flight, arterial line pressure was lost. When they took same line & attached it to ECG monitor, they had pressure waveform & appropriate numbers. Changed out transducer 3 times, ap cable twice, & still did not have pressure. They only had zeroes for pressure #s. Verified stopcock turned to right & zeroed numerous times. Acs asked if ap cal had been changed out. They did not think so. Acs asked clinician to turn pump back on and look at ap cal. Pump had been off > 1hr. When pump turned back on, ap cal was 100mm. Flight nurse was to attach it to art line & see if they had waveform. Flight nurse called acs back & advised he had waveform. Acs & flight nurse discussed troubleshooting for future. No reported pt complications. Arrow field service evaluated pump. Ap transducer would not read ap pressure. Front end board replaced. Pump repaired & returned to service.